Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during the endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician inserted the scope into the gastrointestinal (gi) tract, and once the scope was in the stomach, the doctor and staff noticed the distal end cap came loose and was in the stomach. The ercp scope was removed and an esophagogastroduodenoscopy (egd) scope was inserted into the gastrointestinal tract. A roth net was used to capture the scope cap, however upon pulling the scope and the roth net out of the patient, the cap slipped in the oral cavity and could not initially be located with a gastroscope or palpation. The patient was intubated and the tip was removed manually.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device, since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely, the suggested event occurred, due to the following. The distal cover was improperly attached to the device. During the procedure, the distal cover received stress such as twisting/pulling/pushing or contact with mouthpiece, etc. In the patient¿s body. However, the subject device was not returned. ,and the root cause of the suggested event could not be determined. The event can be detected/prevented by following the instructions for use, which state: operation manual chapter 4: 4.1, states detection methods. Operation manual chapter 3: 3.5, states preventive measures. Olympus will continue to monitor field performance for this device.